Event description:
It was reported that the surface of the large needle driver instrument was rough. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the distal end of he main tube to have a deep scratch one inch from the wrist. There are also a few other scratches in the same area. The surface of the tube is rougher in this damage area, but is not severe as in cannula related scraping. Did not feel any rough or sharp edges on the metal components at the wrist. Instrument jaws open and close properly. Motion is smooth in all directions. No other damage found.